Event description:
The stent was placed across the neck of the left cavernous internal carotid artery aneurysm. The stent was aligned at the middle of the aneurysm neck; however, approximately 1/3 of the distal portion of the stent moved down inside the aneurysm during the deployment. The stent remains partially in the aneurysm and partially in the parent vessel. There was no action taken due to the event. 19 coils were implanted after the event to complete the procedure. There was no clinical consequence to the patient due to the reported stent migration. The physician stated that severe vessel tortuosity contributed to the event.

Event description:
The stent was placed across the neck of the left cavernous internal carotid artery aneurysm. The stent was aligned at the middle of the aneurysm neck; however, approximately 1/3 of the distal portion of the stent moved down inside the aneurysm during the deployment. The stent remains partially in the aneurysm and partially in the parent vessel. There was no action taken due to the event. 19 coils were implanted after the event to complete the procedure. There was no clinical consequence to the patient due to the reported stent migration. The physician stated that severe vessel tortuosity contributed to the event.

Manufacturer narrative:
The device remains implanted.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for evaluation. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. It was reported that after stent placement, the stent migrated. Based on the information provided and investigation results, most likely severe vessel tortuosity contributed to the event. Therefore, it was determined that the reported stent migration was related to procedural factors limited the performance of the device, which met all required specifications.